Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the circumstance that led to the leg tingling was bladder retention. It was also noted that the patient got the implant to stimulate their bladder in order to resolve the retention, straining, leg tingling, and feeling bad. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported that after getting the therapy the patient noticed a little improvement in symptoms, however now she goes just a little bit and has to strain. The patient had to be catheterized the other day and was retaining 40 ounces. The patient had been on bactrim ¿forever¿ and felt bad. The patient could feel stimulation, her leg tingled a little bit but she had never felt stim in the pelvic floor. The therapy was on program 3 at 0.4 volts. It was reviewed that it takes time for the body to respond to the therapy and the patient should follow up with physician for their symptoms. No further complications were reported or are anticipated.